Manufacturer narrative:
(B)(4). Visual examination of the returned product identified a zimmer total ankle burr was returned. As returned, the bearing closest to the cutting feature disassembled; the outer housing and ball bearings are missing but the inner ring remains on the shaft. Damage is seen at that location, aligning with the reported deflection. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while the surgeon was using the instrument, the instrument fractured causing it to burn out the bearing closest to the tip and the surgeon noticed the instrument was deflecting and creating an inconsistent surface. There was no report of foreign body retained or harm to the patient.